Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheter maintenance, liquid leaks occurred at the distal end of the catheter affected. After removal, testing was conducted, indicating that the catheter was damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of a leak is confirmed; however, the exact cause is unknown.one 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter appeared to have been trimmed between the 37 cm and 38 cm depth markers. The sample was flushed and pressurized with a 12 ml syringe of water and a small spraying leak was observed near its distal end. A microscopic observation revealed a small circumferential split approximately 0.3 cm proximal to the distal end of the catheter. The surface of the split was observed to be granular and mostly even, and the edges of the split were found to be straight but somewhat rough. The catheter surface around the observed split appeared to be slightly more lustrous than the surrounding material. This slightly polished catheter surface may have been caused by rubbing of the material against itself or another surface; however, it could not be determined from the evidence observed on the returned sample if this was the root cause of the split. Possible causes include flexural fatigue and instrument damage. Evaluation findings are in section h11.

Event description:
It was reported that after catheter maintenance, liquid leaks occurred at the distal end of the catheter affected. After removal, testing was conducted, indicating that the catheter was damaged.